Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. It was explained that the patient was never continence after the original placement. The aus balloon and pump were explanted and a new components were implanted. No further complications were reported. Caption was confirmed by the physician via cysto. Should additional information be received a supplemental report will be submitted.